Event description:
It was reported the programmer exhibited a threshold decrement test issue. No changes or intervention was performed. The device was subject to the decrement test field action issued by abbott on 10 march 2022. There were no patient consequences.